Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 2/16/2021, video analysis of the complaint device was received. Subsequently, the product investigation was completed on 2/23/2021. It was reported that a patient underwent cardiac ablation procedure with a preface® guiding sheath with multipurpose curve where air was penetrating through the hemostatic valve. It was reported that the physician was doing trial cases with preface® guiding sheath with multipurpose curve and heartspan needle today for the first time. The physician was not happy with the seal of the sheath dilator combination and the heartspan needle. When aspirating he could draw bubbles between preface® guiding sheath with multipurpose curve and the needle. In addition, he mentioned that the coating of the preface is not good. When inserting the sheath in the groin, it was harder to push than the usual sheaths the physician uses. There was no report of troubleshooting nor of patient consequence. Device investigation details: a video showing the physician handling the preface was received for analysis, the video does not provide sufficient information related to the reported event and therefore no result can be obtained from it. The complaint device was also received: a non-sterile pref.guiding sheath w/mult.crv cannula was received for analysis inside a plastic bag. Per visual analysis, the vessel dilator was received fully inserted into the cannula. A kink was observed on the cannula approximately at 30.7 cm from the hub of the unit. No other anomalies were observed. Dimensional analysis was performed to verify the correct cannula sheath ID and od near the observed kink. The measurements were taken to be verified versus the specification. Dimensional analysis results were found within specification. Flushing test was performed successfully on the preface cannula, neither resistance nor obstruction was experienced. Also, when performing flushing test air didn¿t flow back into the side port. A review of the manufacturing documentation associated with this lot # 17942732 was performed and the following was found no internal actions were found for lot # 17942732. The complaint reported by the customer as ¿operational function issues - air flows back into the side port¿ was not confirmed since air didn¿t flow back into the side port when performing flushing test on the device. Nevertheless, a kink was observed on the body/shaft of the cannula. Dimensional tests on cannula near the kink were carried out and results were observed within specification. However, the cause of the reported complaint and the kink observed on the unit could not be conclusively determined during the analysis; procedural factors and /or handling process may contribute to this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a preface® guiding sheath with multipurpose curve where air was penetrating through the hemostatic valve. It was reported that the physician was doing trial cases with preface® guiding sheath with multipurpose curve and heartspan needle today for the first time. The physician was not happy with the seal of the sheath dilator combination and the heartspan needle. When aspirating he could draw bubbles between preface® guiding sheath with multipurpose curve and the needle. In addition, he mentioned that the coating of the preface is not good. When inserting the sheath in the groin, it was harder to push than the usual sheaths the physician uses. There was no report of troubleshooting nor of patient consequence. The customer's complaints relating to coating are not MDR-reportable. Air penetrating through the hemostatic valve is an MDR-reportable event.